Event description:
It was reported that the c-arm "overshot" when trying to return to zero. No injury reported. A field engineer was dispatched to the site and determined the tomo potentiometer needed to be replaced. Once this was completed the system was working as intended.